Event description:
The batteries were returned to the manufacturer because while reviewing the autologs report, the "latest three batteries" were not mentioned in the report. It was stated that log file review showed that the controller could recognize the batteries but the batteries were not communicating the serial number. The batteries subsequently tested out-of-specification on manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2021 / serial or lot#: bat932335 UDI #: (B)(4). Device evaluated: yes, return date: 11-jul-2022 yes dev rtn to MFR? Yes. Mfg date: 20-dec-2020; labeled for single use: no. Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2022 / serial or lot#: (B)(4). UDI #: (B)(4). Device evaluated: yes, return date: 11-jul-2022 yes; dev rtn to MFR? Yes; mfg date: 27-apr-2021; labeled for single use: no. Product event summary: three (3) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection. Functional testing revealed that the batteries were unable to properly communicate with the test equipment, indicating a fault with the main integrated circuit (ic). During functional testing, the test controller was also unable to record the batteries' serial numbers, causing the serial ids to be logged as "0" in the log files. This is indicative of the batteries in a sealed state. A communication error most likely unintentionally sealed the batteries. As a result, the controller is unable to obtain a serial numbers when communicating to the batteries, causing the serial ids to be logged as ¿0¿. An attempt to reset the main ic was unsuccessful to recover the battery's functionality. Review of the data log file revealed multiple data points involving batteries with a serial ID of ¿0¿ due to sealed states. As a result, the reported event was confirmed. The batteries had been lubricated prior to release. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries, which can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors, potentially due to an inability of the battery to properly communicate with equipment. Based on an investigation conducted under CAPA pr (B)(4) , the most likely root cause of the observed inability of the battery to properly communicate with the equipment event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted due to the reopening of an internal investigation that resulted in a clarification to the device failure narrative and device coding. The awareness date of this report is based upon the completion date of the reopened investigation activity. Product event summary: three (3) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection. Functional testing revealed that the batteries were not able to properly communicate with the test equipment due to the battery being in a sealed condition. The gas gauge is not programmed to use activate the sealed state condition, which indicates that the battery unintentionally enabled the seal state. The sealed state does not impact normal operation. During functional testing, the test controller was also unable to record the batteries' serial numbers, causing the serial ids to be logged as "0" in the log files. This is indicative of the batteries in a sealed state. As a result, the controller is unable to obtain a serial numbers when communicating to the batteries, causing the serial ids to be logged as ¿0¿. An attempt to reset the main ic was unsuccessful to recover the battery's functionality. Review of the data log file revealed multiple data points involving batteries with a serial ID of ¿0¿ due to sealed states. As a result, the reported event was confirmed. The batteries had been lubricated prior to release. Based on an investigation conducted, the most likely root cause of the battery sealed state condition event can be attributed, but not limited to a communication error between the controller and battery and/or a fault in the main integrated circuit that controls the battery, causing the battery to unintentionally enter a sealed state that prevents the controller from obtaining the battery's serial number. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.